Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the output connector assembly was broken. It was further noted that the hanger assembly and the lower case were broken. In addition, the main printed circuit board was out of specification electrically and the display wire was pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector was broken on an external pulse generator (epg). The device has been returned for service. There was no patient involvement.